Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the imaging system initially booted up with no motion initialization. When connecting via remote desktop, a "input string was not in correct format" was displayed. Upon reboot, the system regained motion initialization but detector inactive was displayed at remote desktop and only power led was illuminated. After rebooting the system again x-ray initialization was regained with no further issues. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, upon boot up the imaging system was experiencing an inactive detector. There was no patient present at the time of the issue.